Manufacturer narrative:
On 4/25/2019, a manufacturing record evaluation was performed for the finished device number 00001064, and no internal action was found during the review. The manufacture and expiration dates were also received. As such, device manufacture has been populated with 10/10/2018 and field d4. Expiration date has been populated with 10/10/2019. On 4/26/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the brim cap is broken. This finding of the brim cap being broken has been reviewed and assessed and an MDR reportable malfunction. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve damage and separation occurred. It was reported by the caller that after inserting the sheath the hemostatic valve fell off when the dilator was removed. The sheath was replaced with a different sheath and the procedure was continued and subsequently completed. On 4/26/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the brim cap is broken. This finding of the brim cap being broken has been reviewed and assessed and an MDR reportable malfunction. Note, the brim cap is also known as the hemostatic cap. Device evaluation details: the device evaluation has been completed. The device was inspected and the brim cap was found broken. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on brim cap and the customer¿s reported hemostatic valve detachment cannot be determined, however, the issue will be investigated under an internal corrective action. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 7/16/2019, it was noticed that the following information was inadvertently omitted from the 3500a supplemental MDR # 2 that was submitted to FDA on 7/16/2019. It was noticed that on 6/21/2019, the following specific product information was identified during the product evaluation process of the concomitant device. The concomitant product was a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large with product code d138503, lot # 00001069. This is being updated from carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, product code d138501 and lot # unknown. As such, biosense webster manufacturer's reference number (B)(4) has two reports related to the same event: (1) MFR # 2029046-2019-03025 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small # 1, lot # 00001064). (2) MFR # 2029046-2019-03026 for product code d138503 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large # 2, lot # 00001069).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve damage and separation occurred. It was reported by the caller that when opening the package of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 1) the hemostatic valve was found damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 1) was replaced with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 2). After inserting carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 2) the hemostatic valve fell off when the dilator was removed. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 2) was then replaced for a different sheath to complete the procedure. No patient consequence was reported. The issues of hemostatic valve being damaged and separating have been assessed as MDR reportable malfunctions. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same event: this MFR # for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small # 1, lot # 00001064); MFR # 2029046-2019-03026 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small # 2, lot # unknown).